Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard mesh pre-shaped device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient was diagnosed with an inguinal hernia. The patient underwent inguinal hernia repair with a bard/davol bard mesh pre-shaped. The patient continued to experience chronic pain, and further experiences several medical issues. On (B)(6) 2016: the mesh was explanted. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient has experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard mesh pre-shaped device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 weeks post implant of bard mesh pre-shaped, patient was diagnosed with pain and hematoma. The instructions-for-use supplied with the device list hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was diagnosed with an inguinal hernia. The patient underwent inguinal hernia repair with a bard/davol bard mesh pre-shaped. Ni/ni/ni: the patient continued to experience chronic pain, and further experiences several medical issues. (B)(6) 2016: the mesh was explanted. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient has experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with pantaloon hernia and left chest wall lesion thereby underwent open repair with implant of bard mesh pre-shaped. Per operative notes, ¿the hernia sac was dissected and placed with bard mesh pre-shaped on the floor around the cord. The scar in the chest wall was incised and margins are brought together and sutured." (B)(6) 2016 - patient was diagnosed with hematoma in right groin post right inguinal hernia repair thereby underwent open repair. Per operative notes, ¿through a small incision entire hematoma was evacuated and irrigated. Attorney alleged that the patient had adhesions, infection, pain & suffering. It was also alleged that the patient experiencing groin pain & an infection.